Event description:
It was reported that the lead had coiled in the patient's pelvis. The lead was explanted and replaced on (B)(6) 2014. After the device was removed, the patient recovered without sequela. No patient symptoms were reported. Further follow-up is being conducted to obtain details surrounding the event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the tined lead found no significant anomaly. The lead conductor was crushed. (B)(4).